Manufacturer narrative:
A therapy cool path catheter was received for evaluation. Visual inspection revealed the shaft of the catheter was detached approximately 3.2 cm from the distal end of the handle. Due to the condition of the return device, functional testing was unable to be completed. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment the root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported while using the therapy cool path catheter during an ablation procedure, removal difficulties occurred. Th catheter was inserted through an sf arterial sheath via retrograde approach into the left ventricle. The catheter was deflected and immediately it was noted on fluoroscopy the deflection was incorrect. After several attempts were made to straighten the curve, the physician was unable to release the deflection. The physician pulled the catheter back through th aorta in an attempt to straighten the curve; however, the curve would not straighten. Vascular access was made via the left femoral artery and a snare was inserted. The physician snared the tip of the catheter and attempted to straighten the curve however, was unsuccessful. The physician then cut the shaft of the catheter, proximal to the handle, releasing the steering mechanism. The tip of the catheter was straightened and the device was removed from the patient. At that point, the procedure was cancelled. The patient's current status is listed as stable.